Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the device was implanted on (B) (6) 2009. Telemetry on (B) (6) 2009, noted the impedance measurement on electrode pair 4-7 was 157 ohms. All other impedances measurements were normal. On (B) (6) 2010, the device showed the early replacement indicator (eri). Telemetry on (B) (6) 2010, and at the time of explant showed all impedances within normal limits. The implantable neurostimulator was replaced with a rechargeable device.